Event description:
It was reported that pepgen p-15 putty was used with simultaneous implant placement in the left posterior maxilla with fair oral hygiene and "soft maxillary posterior bone." The osteotomy was prepared via drilling and healing was subgingival for a two-stage treatment approach. The implant did not osseointegrate and had signs of mobility and decreasing stability prior to explantation approx three months post placement. The doctor also states that there was no primary stability which subsequently decreased. It is not clear if the graft was integrating with the surrounding vital bone or if it also failed with the implant.

Manufacturer narrative:
Failure of bone grafts to osseointegrate is an inherent risk of the surgical procedure, although uncommon. Other variables, beyond product not performing to specifications, to consider in a differential diagnosis would be pt health and social history (which appear to be unremarkable), site preparation trauma (heat or pressure) resulting in necrosis or scarring and fibrosis, insufficient primary stability as noted by the doctor (secondary to bone quality and/or excessive preparation of the osteotomy) resulting in micro or macro movement and subsequent fibrous integration, individual grafting techniques, and post-operative complication (e.g. Infection or wound dehiscence). From the info provided, it is not possible to definitely determine if the implant, graft, technique, pt compliance, post-operative complication, etc. Was the etiology of failure. However, because a surgery was required to remove and/or replace the implant and graft this event meets the criteria for reportability per 21 cfr part 803. The implant loss will be reported via asr, as appropriate. The device was not returned for eval and the lot number was not provided for retained - product testing and/or DHR review.